Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. Vascular access was obtained via the femoral artery. The stenosed target location was located in the severely tortuous left anterior descending (lad) artery. A 2.75mm x 16mm liberte stent delivery system was being advanced into the lesion; however, it was unable to cross the lesion because the shaft was damaged during the procedure. The physician completed the procedure with another of the same device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. Vascular access was obtained via the femoral artery. The stenosed target location was located in the severely tortuous left anterior descending (lad) artery. A 2.75mm x 16mm liberte stent delivery system was being advanced into the lesion; however, it was unable to cross the lesion because the shaft was damaged during the procedure. The physician completed the procedure with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and the original shelf box and inner pouch. The batch number on the returned device and packaging matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The hypotube was separated 83.5cm from the edge of the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).